Manufacturer narrative:
Additional information to add to previous investigation: update: the events of (B)(6) 2026, at 8:29 were reviewed, and the following infusion was found: date and time: (B)(6) 2026, 8:29 duration: 51 hours 20 minutes medication # 87 (norepinephrine) infusion rate: 3 ml/hr channel: a concentration: 8 mg diluent: 250 ml vtbi: 154 ml dose: 0.027 mcg/kg/min at 9:07, the user changed the dose to 5 mcg/kg/min, and at 9:10, the user started the infusion, resulting in the following values: duration: 16 minutes medication # 87 (norepinephrine) infusion rate: 562 ml/hr channel: a concentration: 8 mg diluent: 250 ml vai: 152.1 ml dose: 5 mcg/kg/min 3 minutes later, at 9:13, the infusion was stopped by the user. The infusion delivered 37 ml in 3 minutes with this programmed dose. Probable cause: the events of march 1st at 9:10 confirm that the norepinephrine dose programming was indeed modified by the user from 0.027 mcg/kg/min to 5 mcg/kg/min, resulting in a change in the infusion rate from 3 ml/hr to 562 ml/hr. As a result, 37 ml of the medication was delivered in 3 minutes. The dose and time values reported by the customer indicate that the event occurred on (B)(6) 2026.

Manufacturer narrative:
A visual inspection was performed, and the device was found to be in normal condition. Analysis, summary, and conclusions of the event history: based on the customer report, the events found in the history for (B)(6) 2026, were reviewed. A noradrenaline infusion, which is the same as norepinephrine (medication #87), was found on (B)(6) at 12:44, corresponding to the event. This infusion underwent the following modifications: infusion rate drug concentration dose 5.6 ml/hr 8 mg 0.05 mcg/kg/min 4 ml/hr 8 mg 0.036 mcg/kg/min 2 ml/hr 16 mg 0.036 mcg/kg/min 3 ml/hr 16 mg 0.053 mcg/kg/min 1.5 ml/hr 16 mg 0.027 mcg/kg/min 1 ml/hr 16 mg 0.018 mcg/kg/min 0.5 ml/hr 16 mg 0.009 mcg/kg/min the infusion rate and dose values were modified on multiple occasions; however, no records were found of doses exceeding 1 mcg/kg/min or values equal to 5 mcg/kg/min, as reported. Customer protocol testing: customer protocol testing was performed with a programming of less than 1 mcg/kg/min, based on the customer experience: infusion start: date and time: (B)(6) 2026, 7:45 duration: 3 hours 20 minutes medication # 87 (norepinephrine) infusion rate: 7.5 ml/hr channel: a concentration: 16 mg diluent: 250 ml volumen to infused (vtbi): 25 ml dose: 0.5 mcg/kg/min. Infusion end: date: (B)(6) 2026 end time: 11:05 total infused volume (vt): 25.4 ml total infusion time: 3 hours 20 minutes. Customer protocol test conclusion: the device was programmed in channel a, a volume of 25 ml was delivered in 3 hours and 20 minutes at a flow rate of 7.5 ml/hr, resulting in 25.4 ml delivered in 3 hours and 20 minutes. 25 ml * 5% = (+/- 1.25 ml) with a tolerance of +/- 5%. The delivery value was within the permitted range. The delivery error margin was + 0.4 ml. The customer protocol tests determined that the device operated for 3 hours and 20 minutes without interruption, and the infusion was completed without over-delivery or alterations to the dose values, delivering the programmed amount. A free flow test was performed to rule out uncontrolled flow delivery due to the mechanism; this test passed successfully. A keypad test was also performed to verify that it was not automatically reprogramming. Each key functioned correctly, and the test passed successfully. Probable cause for the customer's complaint: it is not possible to determine a programming error on the part of the user, as no dosage values reported by the customer were found to be higher than 1 mcg/kg/min. However, without infusion rate values, it is not possible to establish whether the programmed infusion rates were correct. The available values are extracted and documented for the customer to evaluate whether they correspond to the prescribed therapy, considering that this verification depends on the physician's judgment and the patient's clinical condition.

Event description:
The reported complaint involved the following medical device: bomba de infusión plum 360¿ compatible con ICU medical mednet¿ and involved a patient at the cardiology critical care. At approximately 9:00 a.m., the patient was reportedly tachycardic and hemodynamically unstable. Upon checking the infusion pump during the patient's infusion, it was found to be programmed at 5 mcg/kg/min, while the physician had ordered a dose below 1 mcg/kg/min of norepinephrine 4mg/4ml 4ml injectable solution. The customer requested a review the infusion pump, as the nurse reported that this was not the programming she had set. Despite the reported clinical scenario, the patient received the necessary care and was stabilized.